Manufacturer narrative:
Updated b5, b7 and h6. Although requested, patient demographics not provided.

Event description:
It was reported that the nurse inputted at a rate of 50ml into the pump, however the doctor came into the room and found the pump to be running at 100ml. The patient was okay and the device was taken out of service. It was later reported that during the customer's internal investigation revealed from the pump programming data from knowledge portal that the user manually programmed the pump incorrectly. The customer stated it was not a device malfunction. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse inputted at a rate of 50ml into the pump, however the doctor came into the room and found the pump to be running at 100ml. The patient was okay and the device was taken out of service. No further information is available.